Event description:
It was reported that the patient experiencing discomfort due to phrenic nerve stimulation with the right atrial (ra) lead pacing. Fluoroscopy confirmed that the ra lead had pulled back. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.